Event description:
In 2008, the pt called for assistance changing her insulin cartridge. She stated that her blood glucose had been elevated since the previous day. Earlier in the evening, her blood glucose measured 390 mg/dl and she bloused 2.1 units of insulin and exercised. At the time of the report, her blood glucose measured 325 mg/dl. She reported that a friend fills insulin cartridges for her and there were "two large bubbles" in the infusion tubing at the luer connection. Upon follow up in 2008, the pt reported that she had no further issues with her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.